Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically shorted capacitor, designator c76 on the digital pcb assembly. The shorted capacitor led to the depletion of the internal hybrid layer capacitor (hlc) batteries and caused heat damage to the pcb lands. The damaged lands prohibited the device from powering on. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.